Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was at end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Ipg met normal longevity and therefore is no longer reportable.

Event description:
Additional information revealed that the ipg met normal longevity and therefore is no longer reportable.